Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that she has had her device for 17 years and 2 weeks and has not had to have it checked or nothing for the last 10 years at least and the device was on. Later in the call patient stated it has been on since about 8 years and off for like 3 years. Patient stated she had a lot of problems and lost the remote so she got a replacement remote she thinks from the manufacturer in 2018. Patient reported she could not get a battery to put it in the remote and in it anyways it was on. Patient stated she told her hcp 10 years ago that it was on and they did not believe her. Patient stated she wanted a break from it. Patient stated she had been without a controller for 8 years and she had been having a lot of tremors and the device will vibrate inside her. Patient reported she was positive the ins was dead. No further complications were reported/anticipated. Additional information was received from the patient calling back to get help to turn ins off. Patient repeated same information. Patient called back and stated they were not feeling stimulation and wanted to know what the two black buttons were on the remote that you slide back and forth. Patient confirmed seeing green light indicating that stimulation was on. Patient stated they could not feel stimulation so she wanted stimulation increased. Pss reviewed requested information and patient stated still not feeling stimulation.